Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating a large air bubbles in reservoir. Customer's blood glucose was 110 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was rewound with reservoir in place and insulin was room temperature when used. After troubleshooting, customer left infusion set on due to not having air bubbles.